Event description:
It was reported the anchor site was bothering the patient so, the anchor was buried deeper. The pump contained dilaudid. It was further reported the issue was resolved when then anchor was buried deeper.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).